Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the battery could not be removed from the battery compartment and moisture/corrosion was present within the battery compartment. This complaint is being reported because the patient may not be able to change the battery, which could result in a no-power issue leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2017 with the following findings: no device issues were confirmed or duplicated during investigation. No damage was observed to the battery compartment. A test battery was able to be installed and removed properly. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).